Manufacturer narrative:
Missing segments due to cracked lcd zebra connector. Unable to perform the self test and displacement test due to lcd anomaly. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched/worn and cracked display window, and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump was damaged. The customer¿s blood glucose level was 12.5 mmol/l at the time of the incident. The customer states a small piece has been broken off on the battery compartment where they screw in the battery cap. The insulin pump is being replaced and is expected to return for analysis.